Manufacturer narrative:
The reported malfunction was observed and attributed to the front enclosure. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's display was cracked and clinical information was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.